Event description:
During an ablation procedure, when the catheter was attempted to be inserted into the sheath, the catheter could not be advanced through the sheath. When the sheath was removed, a hole was noted 20cm distal from the sheath hub. The sheath set was replaced and the procedure was continued with no adverse consequences to the patient.

Manufacturer narrative:
The device was returned due to an insertion difficulty and sheath damage. The sheath distal tip inside diameter was within specifications; however, the sheath tube had been perforated just distal to the hub. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains unknown. The cause of the reported hole is consistent with damage during use.